Event description:
Conmed pencil was laying on pt's chest. Nurse was standing on the foot-switch. They heard the tone for a few seconds before the nurse removed her foot from the footswitch. The pt received a 3rd degree burn, 3cm. Refer to MFR report #1720159-1999-00159 for the electrosurgical unit.